Event description:
Caller didn't know the exact inratio and lab values. Caller alleged discrepant results compared with the lab. Results as follows: 8/06 inratio 1.0, lab 5.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: 8/06 inratio 1.0, lab 5.0, mean 3.0, confidence limits 1.8-4.2. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Inratio value was outside the confidence limits for inr testing. Products will be tested.